Manufacturer narrative:
Summary: the complaint is confirmed for one (1) of one (1) returned polaris driver (pn 2000-9061) for the failure of tip fracture. Medical records were not provided for review. Device evaluation: visual inspection of the device reveals that the tip is fractured. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. This event could also be attributed to off-axis forces applied during use. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the tip of a screwdriver broke off in a closure top while screwing it in. The broken tip remains in the patient. There was no reported harm to the patient.